Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during dwell 2. The home patient (hp) had not closed the clamps on the unused supply lines. The tsr explained to the hp that any lines not being used during therapy need to be clamped and stay clamped. Product surveillance contacted the hp's nurse regarding the system error 2240 alarm. The nurse stated that the hp has been doing fine and has been able to continue therapy. The nurse has already reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this report.

Event description:
It was reported that during a gastric bypass procedure, the reload didn't staple. Another like reload was used to complete the procedure. There were no adverse consequences for the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Lockout cartridge the ecr45w cartridge reload was received for analysis with no visual non-conformances and partially fired 1/10. It is possible that while loading the cartridge reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward, locking the cartridge and pushing staples upwards. The returned cartridge reload was tested for functionality by resetting and loading it into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.